Event description:
It was reported the patient is experiencing ineffective stimulation after a recent implant. Reprogramming was attempted to no avail. Reportedly, the patient is receiving stimulation to undesired locations. Surgical intervention was undertaken on (B)(6) 2014 whereas the lead was repositioned. Stimulation was restored to the desired area postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.